Manufacturer narrative:
(B)(4). Additional information:the problem was not confirmed, as no sample was returned for evaluation. The cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.

Event description:
This is a spontaneous report by a physician from (B)(6) of bacterial peritonitis in a patient coincident with dianeal, extraneal, and physioneal therapies for peritoneal dialysis (pd). The action taken with dianeal, extraneal, and physioneal was not reported. On an unreported date in (B)(6) 2011, the patient experienced peritonitis. It was not reported whether the patient was hospitalized. Remedial treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.